Event description:
During the procedure, locking ring fell off liner trial and was lost in joint which was located and retrieved extending the surgical procedure.

Manufacturer narrative:
Examination of the returned trial liner confirms the reported observation. This and previous investigations have determined that both use error and wear out through normal use are contributing factors for this type of failure. No product error has been identified. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.